Manufacturer narrative:
The reported event could not be replicated during analysis; however, it was confirmed by review of logs on merlin.net. The issue was attributed to the compact flash card.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.